Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
The customer reported that the patient in room (B)(6) had a desat alarm on (B)(6) 2017 around 15:11 - 15:15, but the pop-up alarm failed to occur. The customer did note that the central station and bedside alarmed which a nurse happened to hear. It is indicated that the patient may have required emergent care, thus this will be considered a serious injury at this time.

Manufacturer narrative:
No device malfunction occurred. The field service engineer (fse) tested the device/system while on-site and found it operating as expected. A review of the logs show that a desat alarm occurred for rmed17 at 15:11 on (B)(6) 2017 and silenced at 15:14 on (B)(6) 2017. The pop-up window appeared in rmed 18 and rmed 27 for the desat occurrence in rmed 17 on (B)(6) 2017 at 15:11. According to r&d, the ¿start other bed ovw¿ indicates that the pop-up window appeared, and the ¿delete other bed ovw¿ indicates that the pop-up window disappeared. Based on the above information, the issue is most consistent with the pop-up being blocked. Per labeling, there are times that the auto alarm notification could be suppressed (i.e. Other alarm pop-up, menu, etc). It was advised to ensure checking the display status and closing the windows once addressed at the monitor. .